Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient can not walk or move around due to extreme pain. Patient wanted to know if her implants were part of any recalls.